Event description:
During a thoracoscopy, pieces of the trocar were torn off anf found inside the pt's chest. 3/26/97-rep reported the surgeon removed the visible pieces and it is not known if all of the pieces were retrieved. No consequence to the pt.